Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not deliver insulin then went to blank. Customer¿s blood glucose level was 78 mg/dl. Customer reported that contacts of battery cap was neither missing nor damaged. Customer did calling after receiving new battery cap. Customer reported that the display did not returned after restart. Insert battery alarm did not displayed on the insulin pump screen. Customer also mentioned that there was an indentation on the down arrow. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis